Event description:
It was reported that the patient had their pump and catheter replaced; the catheter was replaced due to an inability to aspirate. The health care provider (hcp) then elected to reduce the patient¿s gablofen dose to 100mcg/day and maintain their 2000mcg/ml concentration at that time. It was further reported the pump replacement was due to normal end of battery life. The hcp replaced the catheter due to an inability to aspirate that the time of the pump replacement. The entire pump and catheter were removed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).